Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 600 mg/dl, which was treated with manual injection. Customer reported of inserting infusion set without a serter and a serter was being sent to cusomer. Customer reported that when infusion set was removed, cannula was krimped. Customer was educated on proper inserion techniques and was advised against throwing infusion sets away. Customer was advised that supplies would be replaced.